Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h4. The device was returned to olympus for evaluation and event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction most likely occurred due to a bent connector pin in the connector housing. However, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector pin inside the connector housing of the video system center was bent, the image displayed was fuzzy, and the device exhibited a b30 scope communication error code. The issue was found during reprocessing and there was no patient involvement.